Event description:
It was reported that the lead was attempted to be implanted but not used due to difficulty placing the lead. The lead had to be repositioned several times due to low r-wave sensing. The physician used a different lead to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).